Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The balloon was returned for evaluation. During the investigation, the balloon was inflated with saline, and a pinhole was found 1mm distal to the distal balloon marker band. The inflation plug and tight pitch coils remained underneath the polyimide ring. The investigation confirms the reported complaint of a pinhole rupture of the balloon. Based on the information provided, the balloon may have been damaged during manual pinching of the balloon during preparation. The instructions for use (IFU) cautions, "exercise care in handling the balloon catheter to reduce the chance of accidental damage."

Event description:
It was reported that during the usual preparation process, the balloon was soaked. The balloon, however, was not inflated and deflated at that time, but was then manually "pinched" to achieve better tracking. During inflation of the balloon with contrast once the balloon had been placed in the patient, the balloon appeared to be ruptured. There was no reported patient injury or intervention. The patient was reported to be doing well.